Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the jaws on the expressew iii suture passer w/o hook device were broken that the bottom half came off. According to the report, the device got hung up in the cannula; and then once the device broke loose, he had noticed that the lower jaw was missing. Another like device was used to complete the procedure with a 20 minute delay while they fished out broken piece. There were no adverse patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the device had marks of wear. The distal end of the shaft showed mechanical deformation and the jaws were broken from the gun. The broken parts and the jaw-shaft pin were not received for evaluation. This complaint can be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. Based on the condition of the device, the root cause of the damage in the jaws can be attributed to a drop of the unit or rough handling. Since this is a reusable device and the damage has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.